Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), back pain ('back pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), ovarian cyst ("l ovarian cyst") and pelvic pain ("pelvic pain") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy, unilateral salpingo-oopherectomy - right). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, back pain, endometrial ablation, migraine, headache, fatigue, nausea, endometriosis, ovarian cyst and pelvic pain outcome was unknown. The reporter considered back pain, device dislocation, endometrial ablation, endometriosis, fatigue, headache, migraine, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 and (B)(6) 2009 discrepancy noted in date of insertion(B)(6) 2009 and (B)(6) 2010 received treatment for device dislocation, pelvic pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), back pain ('back pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), ovarian cyst ("l ovarian cyst") and pelvic pain ("pelvic pain") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy, unilateral salpingo-oopherectomy - right). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, back pain, endometrial ablation, migraine, headache, fatigue, nausea, endometriosis, ovarian cyst and pelvic pain outcome was unknown. The reporter considered back pain, device dislocation, endometrial ablation, endometriosis, fatigue, headache, migraine, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 and (B)(6)2009 discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2010 received treatment for device dislocation, pelvic pain, back pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: reporter was added and new events: device dislocation, endometriosis, ovarian cyst, pelvic pain were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and nausea ("nausea") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, endometrial ablation, migraine, headache, fatigue and nausea outcome was unknown. The reporter considered back pain, endometrial ablation, fatigue, headache, migraine and nausea to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Event injury was updated to following events: back pain, migraine, headaches, fatigue, nausea and ablation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.